Event description:
(B)(6); had mentor smooth saline implants for 21 years. Over a five year period I was diagnosed with fibromyalgia, ra, hashimoto's, reynauds syndrome, lupus, chronic fatigue syndrome. Brain fog, hair loss, rashes. One (1) year after explanting all diagnoses are gone. Have permanent nerve damage in hands and feet. FDA safety report ID # (B)(4).